Event description:
New information received indicated that atrial under-sensing was noted on the ICD. The device incorrectly interpreted the patient¿s atrial rhythm causing the device to deliver inappropriate shock. Programming changes were performed to resolve the issue. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage (hv) therapy. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.